Event description:
Patient reported "symptoms of lymphadenopathy/inflammation", ¿swollen and painful lymph node on the left side¿, ¿enlarged lymph node one the left¿, "wonder if surgical error/introduced infection¿, and "when I would catch a cold/have any type of infection breasts would get hot and swollen and be very tender to the touch.¿ patient additionally reported ¿would catch a cold¿, ¿would also get burning hot and achy with occasional fever¿ and ¿sinus infection treated by antibiotics and sinus surgery¿; these events are not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "symptoms of lymphadenopathy/inflammation", ¿swollen and painful lymph node on the left side¿, ¿enlarged lymph node one the left¿, "wonder if surgical error/introduced infection¿, and "when I would catch a cold/have any type of infection breasts would get hot and swollen and be very tender to the touch.¿